Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his daylight vision improved; however, his low light and night vision has been poor and he is unable to drive at night since the surgery. The surgery was performed in 2009. In a f/u, the consumer further reported that he has discussed his issues with his surgeon who does not know the reason for his misty, cloudy vision. The consumer reported that, as far as he is aware, there is no evidence of [ocular] disease or opacity and his eyes are "perfectly healthy." He reported he has had five eye tests at different opticians since the implant procedure, all giving similar results. Add'l info has been requested from the surgeon.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. Root cause: the root cause for the reported complaint could not be determined as no prod was returned for analysis. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).